Manufacturer narrative:
Lancets not available for return.

Event description:
The customer is being medically treated by her doctor with antibiotic for a bacterial infection in her finger she believes could be from use of the multiclix lancet device. The customer never changed the needle the entire time she used the device. Reported nothing to indicate device malfunction. Lancets not available for return, replacement sent. A request was made for the return of the device, replacement was sent.